Event description:
Additional information was received indicating that high capture threshold continued to be observed and additional reprogramming was performed.

Event description:
It was reported that the device was reprogrammed.

Event description:
It was reported that the patient had dizziness. Loss of capture due to increased threshold was observed on the device. The device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.